Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose of 400 mg/dl which she treated with manual injection. Customer declined to check for set, site or insulin issues or the settings. Customer was advised to a tubing clamp would be sent to perform the high pressure test and was provided with the contact information to look into getting a new insulin pump.